Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.the following devices were also listed in this report:restoration (tm) adm. Cup w/ha; cat # 1235-2-462; lot # g2934759,c-taper cocr lfit head 28mm/+5; cat # 06-2805; lot # mlnnnl,secur-fit max 127 hip stem #7; cat # 6052-0730s; lot # mma1ya.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available

Event description:
This patient is a subject in stryker adm x3 acetabular system study. At the subject's 6-year follow up visit, she reported she has pain in her study hip and is not satisfied with the results of her hip replacement. She indicated this was the first time since her replacement that she was feeling pain. Update: "left" hip. Update: med records, op reports, progress notes, and path/lab reports "not available as enrolled in clinical study".